Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the e-piece was disengaged from the device, with evidence of welding present, and no sulu was received attached to the instrument. Functional testing found that a representative sulu was used for testing due to its absence, when loaded into the instrument and actuated, improper staple deployment and seating were observed, consistent with the disengaged e-piece. It was reported that the device component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur as a result of excessive manipulation of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass, at the last step when closing the mesentery, suddenly a plastic piece was broke off at the tip, outside the patient, when the user loaded the instrument with more clips. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employeeor caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.